Event description:
Device 1 of 3: reference MFR. Report#1627487-2018-13020, reference MFR. Report#1627487-2018-13021. It was reported a lead was added during surgical intervention on (B)(6) 2018 due to ineffective stimulation. Effective therapy has been restored.